Event description:
During cataract extractiion via phacoemulsification, the surgeon switched from ultrasonic submode one to ultrasonic submode two. Upon switching submodes, the bottle pole height changed reducing irrigation pressure into the anterior chamber of the eye. The chamber collapsed causing the posterior chamber capsule to rupture, thus requiring a vitrectomy.